Event description:
Additional information provided on (B)(6) 2023: the patient lost 800ml of blood before and 150ml after attempted placement. The patient was hemodynamically stable.

Manufacturer narrative:
B5. Additional information provided on (B)(6) 2023. Event description; as reported, a bakri tamponade balloon catheter leaked during treatment of a post-partum hemorrhage following a vaginal delivery. The device did not come in contact with any metal tools and the leak was noted when it was attempted to be inflated with 150 ml of water. The device was removed from the patient and was replaced by a new balloon to complete the procedure successfully. The patient lost 800ml of blood before placement and 150ml after attempted placement. The patient was hemodynamically stable. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation reviews of the documentation, including the complaint history, device history record, instructions for use (IFU) and quality control procedures of the returned device were conducted during the investigation. The complaint device was not returned for analysis. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for lot of the complaint device records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The product IFU, ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: "upon removal from the package, inspect the product to ensure no damage has occurred." The information provided upon review of product labeling, device master record, and device history record, provides evidence that the device was manufactured to specification. Cook concluded the most probable cause of the reported event could not be determined from the available information. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a bakri tamponade balloon catheter leaked during treatment of a post-partum hemorrhage following a vaginal delivery. The device did not come in contact with any metal tools and the leak was noted when it was attempted to be inflated with 150 ml of water. The device was removed from the patient and was replaced by a new balloon to complete the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Occupation = unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.